Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called to report that there was an emergency room visit for her high blood glucose levels. Customer's blood glucose levels at the time of emergency room visit was 500+ mg/dl. Customer was not wearing the insulin pump at the time of emergency room visit. Customer reported significant events leading to her emergency room visit was due to an over infusion incident with the insulin pump. Customer stated that she was afraid to use the pump due her husband accidently filling the tubing when she was connected. Customer stated that her blood glucose levels became unstable after the incident. Customer was disconnected from the pump for three weeks prior to emergency room visit. Product is not being returned or replaced.